Event description:
It was reported that the patient presented post-implant for follow up. While performing a sense test, telemetry was interrupted and the device had to be re-interrogated. Upon re-interrogated, the device was found in backup mode. The device settings were then restored, and the check was successfully completed. There were no patient consequences.